Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: foreign objects came out of distal end due to clogging of ch-tube and e216(scope communication err) occurred due to corrosion on endoscope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchofibervideoscope had foreign objects coming out of distal end and e216(scope communication err). There was no patient involvement.